Event description:
No patient involvement: the complainant reported battery failure on the aic (automated impella controller). The aic was removed from service and will be returned for investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.